Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the severely tortuous and mildly calcified brachial vein. A 5.0 x 40, 40cm mustang balloon was selected for use. However, during the procedure, it was noted that the catheter became stuck with a non-boston scientific guidewire. As a result, the catheter and guidewire had to be removed as one unit. The guidewire was able to be removed from the catheter outside the patient, and no device damage was noted. The procedure was completed with a different device. There were no patient complications as result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit.